Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump became unresponsive with a blank screen during a meal announcement despite the battery indicating approximately half charge, and a trainer was unable to troubleshoot the device, leading to a replacement order. Symptoms included no device alerts or alarms and no reported adverse clinical effects. Outcomes included continued glucose monitoring via the mobile app without interruption of care and no hospitalization. Investigation included technical support assessment and case triage. Investigation of this device revealed a hardware malfunction consistent with fluid ingress or corrosion that rendered the user interface and pump inoperable, necessitating device replacement. It was concluded that liquid damage leading to hardware failure was the most likely cause.